Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, that the event occurred, due to a failure of the main board. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported that the device front panel does not light up after power was turned on, switch off. The issue was found during inspection before use (preparation for use) for a therapeutic procedure. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Address- full name of the establishment is (B)(6) hospital. The device was received and evaluated. Device evaluation found the reported issue was confirmed. Device inspection noted that an alarm sound generated and the front panel panel was turned off during inspection. Investigation is ongoing. This report will be supplemented accordingly following investigation.